Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced pump error alarm, power loss alarm and exposure to high magnetic fields. The customer's blood glucose value was unknown. The customer stated that she traveled on the plane and the sensor stopped working. The customer performed the self-test and it passed. The product was not returned for analysis.